Manufacturer narrative:
A review of the provided data indicated that the sample in question exhibited a sigmoidal growth curve with a late cycle threshold (CT) value, consistent with very late amplification due to low viral load. The internal control (ic) and run controls (rmc) demonstrated normal growth curves, supporting that the assay and analyzer were functioning as intended. The root cause was attributed to a sample-specific factor, as the sample was identified as a low titer sample near or at the limit of detection of the assay, where wavering results between reactive and non-reactive may occur.

Event description:
On (B)(6) 2023, a pooled sample of six (pp6) generated a reactive result for babesia. Subsequent testing of the six individual samples (p1) from the pool generated non-reactive results.

Manufacturer narrative:
B3, date of event was updated. B5 originally stated: "on (B)(6) 2023, a pooled sample of six (pp6) generated a reactive result for babesia. Subsequent testing of the six individual samples (p1) from the pool generated non-reactive results." B5 should be updated to say: "the initial reporter alleged discrepant results for hepatitis b virus (hbv) using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 6800 instrument. The customer reported an initial reactive result for hbv in both pp6 and sp6 pools. Individual donor testing (idt) for the samples in these pools generated non-reactive results. Serology testing was performed on all individual donor samples, and all results were negative. Serology testing was not performed on the pools. The reported cycle threshold (CT) values for the hbv target were 39.03 for pp96 and 37.64 for sp6. The corresponding internal control (ic) CT values were 37.40 for pp96 and 37.43 for sp6. The individual donor samples tested non-reactive for hbv." H11 originally stated: "a review of the provided data indicated that the sample in question exhibited a sigmoidal growth curve with a late cycle threshold (CT) value, consistent with very late amplification due to low viral load. The internal control (ic) and run controls (rmc) demonstrated normal growth curves, supporting that the assay and analyzer were functioning as intended. The root cause was attributed to a sample-specific factor, as the sample was identified as a low titer sample near or at the limit of detection of the assay, where wavering results between reactive and non-reactive may occur." H11 should be updated to say: "the reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx test kit performed within specifications. A review of the provided data indicated that the discrepant results were associated with samples containing a viral concentration near or at the limit of detection (lod) of the assay. This is consistent with the expected performance of the assay, where low-titer samples may yield wavering results between reactive and non-reactive. Quality control data, batch records, and worldwide customer real-time data did not indicate any product-related issues. Positive control viral targets demonstrated robust and sigmoidal growth curves, confirming proper assay performance. The root cause was attributed to a sample-specific issue, potentially due to low viral load or contamination."